Event description:
Complaint received a follows: "occurrence of rectal bleeding requiring blood transfusions important transfusion of blood products and shock" additional information received on (B)(6) 2013 hospitalized for an acute respiratory distress and clostridium difficile. Additional information received on (B)(6) 2013: "date of insertion of fms was: (B)(6) date of withdrawal was (B)(6) 2013. Inflating of the balloon was realized at 35 ml, but there is no traceability of the inflation volume in the file. Diagnosis of clostridium was cdiagnozed prior to hospitalization in intensive care unit on a stool with a woman who has made a post-antibiotic diarrhea. It was individualized toxin b clostridium difficile. Validation criteria about the none use of the device: performed by the doctor who set up the device. The pt was under anticoagulants (4) but in curative doses and within the normal range of anticoagulation. So it was not an overdose. Description of the event: it was a significant rectal bleeding requiring blood transfusions and turning the catecholamines. A colonoscopy was performed by an experienced gastroenterologist who found an area of ulceration on the contact areas of the flexiseal, which was removed at this time. The event has been resolved after 24 hours after the removal of the device. Status of the pt is currently "out of ICU alive".

Manufacturer narrative:
The event 'rectal bleeding' is deemed serious as it was reported to have led to the pt requiring transfusion with blood products. From a clinical perspective, a causal relationship between the flexi-seal fms device and this event is deemed possible because product use was temporally associated with the part of the body where the problem occurred. Reported to the FDA on (B)(4) 2013. (B)(4).